Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no radiation. Review of the system log file showed that the ippc boot up failed. Upon further inspection, the fse found that the image disk was full, and exposure was not possible. The fse check all cables and re-plugged boards and disks, reboot the system, after which the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full and exposure was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.